Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a crack was observed. Torque testing with a transfer set revealed no issues. Dimensional inspection was performed and the device was within specifications. Leak testing was performed and no leaks were observed. The report of a crack in the minicap was verified through evaluation. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked from a lengthwise crack in the device. This occurred during use while connected to the patient¿s transfer set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.